Event description:
It was reported that the ventilator generated technical error codes indicating a turbine module failure. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation into this complaint consisting of an evaluation of the ventilator's logs has been completed. The logs from the ventilator were received but the defective turbine module was scrapped due suspected contamination and therefore it has not been investigated. The evaluation of the ventilator¿s logs shows that two technical error codes one indicating a turbine module under-voltage and the other low 12 v to turbine module power error were generated during ongoing ventilation. The error codes were followed by the alarm o2 concentration high, which implies that the turbine module had stopped, and ventilation was continuing with the oxygen gas. The ventilator was disconnected from the patient, and it was set into the standby mode eight minutes afterwards. A pre-use check that was performed there days after the event failed the blower inlet resistance test. The true cause of failure without the fault turbine module has not been determined but basing on the technical error codes and the failed pre-use check the cause was most probable a failure on the monitor control printed circuit board which is situated on the turbine module. H3 other text : scrapped